Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The erbe was replaced by the fse to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, c-34 on monopolar. System reboot, monopolar cable, return pad and instrument were replaced but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that they used the force traid to complete the procedure.